Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms. The lead was noted to be fractured. The physician planned to replace the lead, however, available information indicates the lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient was referred for potential lead replacement, however, the patient was noted to be in atrial fibrillation (af) with rates in the 70 beats per minute (bpm) range. The physician decided not to perform any interventions at this time. The lead remains implanted and in service.